Manufacturer narrative:
Unit received with broken battery tube threads, broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. .

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was 156 mg/dl. Customer also stated that the lip of the reservoir compartment was broken and able to lock in place. The device will be returned for analysis.